Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device when trying to start an IV on a patient that the device was bent and did not deploy. There was patient involvement, and no patient harm was reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The DHR review shows no anomaly was recorded during the manufacturing of the lot involved. Additionally, no maintenance tickets that would pertain to this issue were found during production of this lot. Review of the complaints database showed no other complaint on the lot involved. Review of the database was extended to all the lots belonging to the code 308500, showing no other complaint logged in the last three years (from (B)(6) 2021 to (B)(6) 2024) alleging a similar issue. On the basis of the available evidence and with no product available for evaluation, we cannot confirm whether a quality related issue has resulted in the customer reported problem.